Manufacturer narrative:
This report is submitted on october 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to wound dehiscence. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 24, 2023.